Event description:
Caller reported a cgm error but successfully started their sensor session after completing a pump reset under guidance from technical support. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information to resolve the issue, and the caller confirmed that the error did not display again after the reset.